Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's system board, blower chassis, proportional valve cable, 3 way solenoid valve, proportional valve and blower assembly were replaced to address the issues.